Event description:
A report was received that the patient was explanted. The patient began to do hard labor after her recovery causing discomfort and tenderness at the ipg site. The patient's pain decreased after having the device explanted.